Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported that the cartridge was not able to be loaded when completing the rewind, load, and prome sequence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box and alarm history showed no evidence of motor alarms. A prime sequence were performed correctly with no issues. The pump was exercised for 24 hours with no motor issues or warnings was duplicated. The alleged issue could not be duplicated during the investigation. Unrelated to the initial allegation, the display screen was discolored. The battery compartment was cracked.